Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an intermittent defib test failure during operational testing. It was noted by the customer biomed that they had already replaced the therapy pca and therapy cable in an attempt to troubleshoot the issue but the failure returned. There was no patient involvement.